Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the monopolar curved scissor (mcs) instrument sparked in to a maryland bipolar forceps instrument. The arcing left a burn mark towards the tip of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after the arcing event, it was noted a burn mark near the jaw. The cannula was inspected prior to use and a pin gauge was used to inspect the cannula. Arcing was observed. The arcing appeared to originate/occur from the mcs scissors and the arc ground between the jaws of maryland bipolar instrument. When the arcing event occurred the maryland bipolar instrument was retracting tissue and the mcs scissors were being used for cauterizing. When the arcing event occurred monopolar coagulation was activated. The instrument was connected properly. The erbe generator was being used and the settings were cut: 3, coag: 3. The instrument was in use prior to the arcing event for approximately 15 minutes. The other instrument that was in use when the arcing event occurred was an endoscope. The instrument tips did not collide with any other instrument or tool during the procedure. When the arcing event occurred, the instrument tips were in contact with tissue. The instrument tips did not touch any staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed the electrical safety tests on the patient side cart (psc), the vision side cart (vsc), and the erbe. Fse measured the erbe outputs for multiple cut and coagulation settings. All measurements were within tolerance. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) that produced the arcing, but the maryland bipolar forceps (mbf) where the arc grounded. The maryland bipolar forceps instrument was analyzed and was found to have charring and localized melting on the bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.